Event description:
It was reported that a patient experienced peritonitis coincident with therapies for peritoneal dialysis (pd). The patient had noticed a leaking drain bag. The patient experienced peritonitis manifested by cloudy effluent and slight tenderness in their abdomen and groin regions. The cause of the peritonitis was unknown. The patient was not initially hospitalized for the event but was later hospitalized for loading antibiotics in their pd solution. The patient was treated with tobramycin and cefazoline for the peritonitis. Pd therapies were ongoing. The patient recovered from this event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.